Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not operate when connected to the console. A second iab was inserted and the console was switched out, but the issue continued. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00025.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Occupation: quality and process excellence analyst. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) h3 other text : device not returned.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. No blood was observed inside the iab catheter. Two kinks were observed on the catheter tubing near the y-fitting approximately 74.7cm and 76.2cm from iab tip. A kink was observed on the catheter tubing and inner lumen approximately 71.9cm from iab tip. Additionally the optical fiber was found broken at the kinked location of 71.9cm. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. The technician attempted to aspirate and flush the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The event description provided was insufficient on the suspected iab failure, however we did identify an optical fiber break and kinks in the inner lumen and catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.